Event description:
Information received regarding the explanted device notes that the patient was admitted to the hospital with a suspected malfunctioning pacemaker. The patient expired eight days after hospital admission.